Event description:
In 2009 via email, the sales representative reported that during surgery, the instruments were broken. Additional information received via telephone, the sales representative reported that during surgery the surgeon had loaded the screw onto the driver and the blue sheath was on also. When the surgeon was using the instrument to implant the screw, the screw and driver became stuck together. The surgeon had to explant the screw since he could not get it to dislodge from the driver. The surgeon used another driver to implant the screw. There was a surgical delay of 10 minutes.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.